Event description:
It was reported that the keys on the customer's insulin pump were not responding. Customer's blood glucose was reportedly within normal range.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons on the insulin pump functioned properly. However, moisture damage was noted on the keypad traces. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube, and cracked belt clip slot.